Event description:
The user facility reports event in which there was a leak at the connections between the bloodline dialyzer connector and the dialyzer port. The extracorporeal circuit was discarded resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. Several additional similar events are also reported, however, no incident details are available. No further information or product samples have been provided by the user facility. Written instructions for use that accompany the product provides warnings to check all connections to ensure they are tight and to monitor throughout treatment for leaks. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.